Event description:
It was reported that the spider 2 tenet won't lock. The procedure was cancelled. No patient injury was reported.

Manufacturer narrative:
There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no deficiencies were observed. A functional evaluation did not reveal any problems as the unit passed testing including the 30 pound weight test. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the functional testing process.